Event description:
It was reported that the cartridge was damaged at the o-ring and had "micro-cracks". Additionally, it was reported that the cartridge was leaking. The customer tighten the t:lock and was able to continue to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.